Event description:
Hill-rom received a report from the account stating the left outside board is causing the hilow down to have unintentional movement. The bed was located at the account in the 5th floor bed storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the left caregiver power control board assembly inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left caregiver power control board assembly to resolve the issue. Based on this info, no further action is required.